Manufacturer narrative:
Information contained in this report was previously submitted through psr on 15-oct-2018 a review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient reported right side capsular contracture. Healthcare professional reported capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified weight to the spec., a deformation, red particles on the shell, wear abrasion, crystalline in the gel, and fold creases. Based on the device analysis, the final assessment is no issues found related with the manufacturing process.

Event description:
Patient reported right side capsular contracture. Healthcare professional reported capsular contracture, baker grade iii. Device has been explanted.